Event description:
It was reported that the customer was hospitalized 3 days prior to the call. The caller did not know the blood glucose reading. The reporter stated that the insulin pump alarmed no delivery, followed by a motor error alarm. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found.

Event description:
It was reported that the blood glucose reading was 490 mg/dl and that the customer experienced nausea and vomiting. The customer was in the hospital for one day without the insulin pump and blood glucose was stabilized.